Manufacturer narrative:
Evaluation of the returned ace68 confirmed a kink on the distal shaft and revealed an ovalization distal to the kink. If the device is forcefully advanced against resistance, damage such as this may occur. During functional testing, the ace68 was advanced and retracted through a demonstration neuron max without an issue. The root cause of resistance during the procedure could not be determined. Further evaluation revealed additional ovalizations on the proximal shaft. This damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right in the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68) and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician flushed a ace68. While advancing the ace68 through the neuron max, the physician experienced resistance and decided to remove the ace68. Upon removal, the physician noticed approximately four centimeters of the distal tip of the ace68 was kinked. The procedure was completed using a new ace68, the same neuron max, and a non-penumbra stent retriever. It was reported that a thrombolysis in cerebral infarction (tici) grade 3 was achieved. There was no report of an adverse effect to the patient.